Event description:
It has been reported that when the device is plugged in video lorgi scope causes the monitor to shut down. There was reportedly no patient involvement.

Manufacturer narrative:
Corrected the manufacturing site and contact office entity as remote diagnostic technologies ltd.

Manufacturer narrative:
This report is based on information provided by philips repair service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that when plugged in video laryngoscope causes the monitor to shut down. The service team have reviewed tempus pro device in relation to the vl issue and confirmed that the issue is not limited to this device but may affect any tempus pro device using the vl. This failure mode was escalated to r&d for additional investigation. The primary root cause was identified as inadequate software verification and validation. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The investigation concludes that no further action is required at this time.